Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer smelled a burning smell after connecting the usb cable and wall adapter to the pump. Subsequently, the usb cable and wall adapter did not work to charge the pump. It was confirmed that the pump was able to be successfully charged with a different usb cable and wall adapter. There was no impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer.